Event description:
It was reported that a cartridge did not fit onto the pump. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A cartridge change was performed resolving the issue and to address bg.